Event description:
On 21-jan-2026, it was reported by a sales representative via email that an ar-3636h self-bunching 1.8 knotless hip fibertak anchor was predrilled through a curved guide and inserted using mallet taps. Resistance was encountered during insertion, and tapping continued until the guide slipped and shifted slightly. After the inserter was removed, the surgeon examined the tip and observed that it had fractured. The surgeon chose not to leave the fractured inserter tip in the acetabulum and proceeded with removal. The anchor sutures were cut first, and approximately 4¿5 mm of localized bone was removed to retrieve the tip. This added an estimated 45 minutes to the procedure time. After the fractured inserter tip was removed, two additional anchors were implanted to complete the labral repair. This was discovered during a hip arthroscopy with labral repair procedure on (B)(6) 2026. Additional information was received on 30-jan-2026: the procedure was delayed approximately 45 minutes to retrieve the broken piece, resulting in additional anesthesia time. The bone quality during insertion was assessed as hard.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.